Manufacturer narrative:
Omit: b17 - device not returned, c20 -no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Remedial action required, remedial action #, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error 240.4150 during a kepra infusion was confirmed through a review of the event logs and laboratory testing found the device with a defective bottle side pressure sensor. The suspect pump module was set for a functional test infusion programmed for a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The test was completed without any alarm or anomalies noted. Voltages for patient side pressure sensors were under specification when zero force was applied. The bottle side pressure sensor remained stuck at a high voltage value after applying and releasing force. The bottle side pressure sensor was temporarily replaced for testing purposes only and a second test infusion was set. The test finished without alarming for patient side or bottle side occlusion. A review of the suspect pump module s/n (B)(6) error log was performed, and one (1) error code 240.4150 (sensor broken high failure) was observed on the reported event date 22dec2025 at 10:02 pm. The recorded malfunction in the error log is related to a pressure sensor. On (B)(6) 2025 at 5:47 pm an infusion was programmed and delayed for 50 minutes for gluc5 nacl 0.9 kcl ¿ 25-29.99kg (drug ID 33) at a rate of 50 ml/hr and volume to be infused (vtbi) of 200 ml. The unit was channeled off at 6:19 pm. At 9:31 pm the pump module alarmed for safety clamp open (administration set inserted) and an infusion was programmed and delayed for 10 minutes for gluc5 nacl 0.45 kci ¿ 25-29.99kg (drug ID 57) at a rate of 2 ml/hr and volume to be infused (vtbi) of 40 ml. A callback before infusion was recorded at 9:41 pm. At 9:46 pm the delayed infusion started at a rate of 2 ml/hr and vtbi of 40 ml. The pump module alarmed for occlusion on patient side and the infusion was restarted. At 10:02 pm a channel malfunction (error code 240.4150 (sensor broken high failure)) was recorded, and the system was powered off. External inspection was performed. The bottle side pressure sensor was observed with small indentations on the sensor surface. All inspected parts were manufactured by bd. Per product labeling, the system error bd alaris pc unit tipsheet states that following the notification of a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Bd alaris pcu and bd alaris pump module technical service manual in the troubleshooting section contain information related to error code 240.4150. The device was in use for treatment purposes as intended per iso13485:2016 clause 8.2.2 with regulatory requirements set forth in section 820.35. Root cause: the root cause for the reported channel error 240.4150 is being attributed to a defective bottle side pressure sensor, as confirmed when the sensor was removed and temporarily replaced with a known good pressure sensor. With the known good sensor installed, the test infusion was completed normally without occlusion alarms or channel errors. Note that this report lists imdrf annex c0601, a1801, g02017, d0302, a040502, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that channel error 240.4150 occurred whilst running kepra. There was patient involvement, but no harm.

Event description:
It was reported that channel error 240.4150 occurred whilst running kepra. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.